Manufacturer narrative:
Lens was returned in a microcentrifuge vial, with some moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Conclusion code: off-label use [(pre-existing condition of narrow anterior chamber angles (i.e. Grade ii or less)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -9.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved.